Event description:
It was reported, the patient experienced underdose symptoms. It was indicated there was a catheter issue. They were not sure why they were not getting back flow. A catheter revision was performed. Patient status was "alive" - no injury/no adverse event. The pump was delivering gablofen.

Manufacturer narrative:
Product ID 8709, serial# b)(4), implanted: 2001 b)(6), product type catheter. B)(4).